Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure at l1. It was reported that "both balloons were placed inside the vertebral body and inflated to 5ml at a psi of 350 when they both ruptured sideways. No extra balloons were needed and the procedure was completed successfully". No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rupture. Functional analysis not possible due to a large hole on the ibt balloon. The rupture is oriented longitudinally along almost the entire length of the balloon, and is consistent with contact with bone splinters during surgery.